Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 DHR - no anomalies occurred during the manufacturing process. Failure analysis - product has not been received at the testing facility for analysis. The customer provided a video of the use of the product for failure analysis. The video was given to the external manufacturer/supplier for review. The supplier noted that a complete and thorough analysis cannot be performed without the product in hand. However, they did offer some speculative ideas as to what could be happening with the product. It is possible that 1) the distal end could be slightly bent which would cause the heel of the stylet to be hung up on the proximal edge of the grind, therefore not allowing ease of transition, or 2) that the stylet is not the original stylet and could have been switched in the field. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a

Event description:
A facility reported surgeon was unable to introduce the catheter in the touhy needle. The event led to one hour surgical delay. No patient injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.